Event description:
Consumer states he cannot use his machine on anything but 3 lpm and when he turns it higher it cuts out. States that he is unaware of where he purchased product and does not have his serial number.